Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow-up, high, out of range pacing lead impedance and exit block were observed. Lead was explanted and replaced. Patient was stable after the event.